Event description:
A customer stated they are using excel off brand reagent strips. Customer stated that after they replaced the batteries the meter will immediately turn on and then off without providing a blood glucose value. While on the phone a review of the operation of the system was conducted. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. At the time of this evaluation the customer did not have the requisite supplies to continue the testing. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.